Manufacturer narrative:
The insulin pump had a frozen display and constant tone due to a faulty component on the mother board.

Event description:
It was reported that the insulin pump had a constant tone and a full segment display on the screen. Troubleshooting was performed, but the full segment display did not clear. Advised that the insulin pump would be replaced. Nothing further was reported.